Event description:
User received a high troponin t result for one patient sample. The sample was drawn in a bd edta (plasma) tube and came from the emergency room. Initial result gave 0.139 ng per ml. The same sample was repeated in 2009 resulting at less than 0.010 ng per ml. A second sample obtained from the same patient was tested in the same day resulting at less than 0.010 ng per ml. Initial result was reported. Patient was given nitroglycerin paste in the emergency department every 6 hours and subsequently admitted to the telemetry floor. A diagnostic cardiac catheterization was also performed. The field service representative was unable to determine a cause. Noted he checked mechanical and fluidic adjustments, replaced pinch valve tubing, syringe seals, o-rings, sipper probe and verified measuring cell input and output fluidic alignments. Ran performance tests and controls, all results were within technical limits.

Manufacturer narrative:
Investigation is ongoing. If additional information is received, appropriate notification will be provided. See scanned pages.